Event description:
On (B)(6)/2009, pt reported after traveling, she noticed she had a large air bubble in her infusion device. She stated the infusion device was in the run mode when she noticed the air bubble and the insulin cartridge has 183 units of insulin remaining. Advised the pt to remove the air bubble to avoid interruption in the insulin delivery. Pt reported she disconnected, primed the air bubble out, reconnected and infusion device is now back in run mode. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.